Event description:
Further information obtained indicates the broken tip was left in the patient.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that the tip of the inserter broke off. No patient injury resulted from the issue.